Event description:
The pt reported that a portion of the tampon separated and became lodged in her cervix leading to toxic shock syndrome and pelvic inflammatory disease. Pt stated that she was hospitalized for 3 days.

Manufacturer narrative:
The pt would not respond to requests to provide exact date of the event, the lot number of the product, or return other products from the same carton. No investigation was possible, although data related to tampon integrity are continually reviewed and trended by the MFR as a standard procedure.